Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were emergency room due to diabetic keto acidosis and high blood glucose. Blood glucose level was over 600 at the time incident. High blood glucose was treated by manual injection and intravenous drip. Customer also reported that they were experience low blood glucose. It was unknown that auto mode was used or not. The blood glucose level was 40 mg/dl and treated with juice and blood glucose came to 147 mg/dl. The insulin pump will be returned for analysis.